Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. A partial lead with the connector segment measuring 23 cm was returned for analysis. Final analysis found two lead-to-can external insulation abrasions noted at 12.2 cm to 12.5 cm and 13.5 cm to 13.7 cm, from the connector pin. Re-cables etfe coating was intact and the inner coil was not exposed in these abrasion regions. Other damages on this piece were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.